Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation ablation procedure for atrial fibrillation, the patient was noted to be hypotensive and a pericardial effusion was diagnosed via echocardiogram. A pericardiocentesis was performed and the patient was stabilized. The procedure was still able to be completed. The patient was noted to have abnormal breathing and was moving, which was thought by the physician to have caused the pericardial effusion. The physician believed the perforation occurred during ablation. There were no performance issues with the device.